Event description:
Caller reported experiencing multiple alarms, specifically alarm 2 followed by alarm 26, which were related to occlusion events occurring over several days. The events did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating they were within a manageable range. To resolve the occlusion issues, the customer consistently changed the infusion set and cartridge and resumed insulin. Further assistance was requested from technical support due to the recurring nature of these issues.